Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has been experiencing urinary incontinence. Upon system evaluation, it was found that there was a fluid leak in the balloon; its source is unknown. A revision surgery has been requested and there were no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has been experiencing urinary incontinence. Upon system evaluation, it was found that there was a fluid leak in the balloon; its source is unknown. A revision surgery has been requested and there were no additional patient complications reported.

Manufacturer narrative:
G4 combination product?: updated to yes.